Event description:
It was reported that during a cryo ablation procedure, a system notice was received multiple times indicating that there is a problem with the system. The console was rebooted with resolve. Additionally, a system notice was received indicating that the pressure was low in the system. The tank was replaced. The system was vented and console was rebooted without resolve. The case was aborted and the patient was under general anesthesia. A field service visit took place on a later date, and the console was serviced as appropriate. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Data files were returned and analyzed. Data files showed that two injections were performed with the balloon catheter on the date of the event. Also, system notices were received indicating that the pressure was low in the system (B)(4) and there was a problem with the system (B)(4). The console tank was replaced and the console was rebooted with resolve of the system notices. The high pressure regulator was still high and the pressure transducer (pt0) was found to be faulty. The pressure transducer was replaced. Preventative maintenance was performed on the console. The check valve (cv6) was found to be defective and replaced. In conclusion, the reported system notices indicating that there was a problem with the system (B)(4) and the pressure was low in the system (B)(4) was confirmed through data analysis and resolved by rebooting during the case and was not reproduced by field service engineer. The console was serviced and failed the inspection by the field service engineer due to a defective pt0 pressure transducer and check valve. The console was returned to service and remains in the field. Also, the product issue reported system notices (B)(4) and (B)(4) were not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.